Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). A field service engineer (fse) checked the instrument but was unable to identify the failed part. The fse performed a sipper line cleaning, and the seal suction pinch valve and pinch valve tube were replaced. Dispensation accuracy was also confirmed. Function and operation checks were performed as a total check. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys ca 19-9 results from the cobas e 801 analytical unit. Results were provided for 1 patient that is a reportable malfunction. The initial result was 55.1 u/ml, and the repeat result was 9.0 u/ml, accompanied by a data flag. It was asked but not provided, which of the results was believed to be correct.

Manufacturer narrative:
No calibration influence was observed. Qc was within range on the date of the event. There weren't any relevant alarms observed in the alarm trace report provided. A field service engineer (fse) replaced the reagent probe and changed the pinch valve tubing. Due to the limited information available about the issue, the root cause could not be determined. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.